Manufacturer narrative:
Other relevant device(s) are: model: m450001b015. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a soft tissue ablation procedure. It was reported that the surgeon did not see any indication of ablation for a short period of time. The representative restarted the session and ablation displayed. There was heating on the other plane and rep stated that ablation would likely have shown if the surgeon waited for a longer period of time. There was less then an hour delay to the procedure and there was no reported impact on the patient¿s outcome.